Event description:
It was reported that the customer's insulin pump had a cracked display screen. The customer's blood glucose level was 102 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The unit had a cracked display window, minor scratched display window, a cracked reservoir tube with a cracked and bleeding lcd glass. The unit was received without a belt clip. Unable to verify damage to belt clip. No damage noted on belt clip slot.